Event description:
It was reported that after intubating the patient, the customer found leakage of air from it. No patient injury was reported.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found a cut in cuff was observed in photo 2. Visual inspection of the sample found a cut in the cuff. Functional testing of the returned sample was inflated using a syringe and was submerged under water - leakage was detected in the cuff. The root cause of the reported issue was found to be based on the analysis conducted in the sample provided, the unit became damaged after it left manufacturer facilities since units should be pre-checked before use in patients as stated in the instructions for use (IFU). No corrective action is required as there is no information if the product leaked in the pre-check, however an awareness notification was performed on (B)(6) 2022 to production personnel.